Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-dec-2021 to 18-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 failed to open. The field service engineer removed the back panel to adjust the rail screws and reseated pyxis bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system mini drawer pockets did not release when a user attempted to remove medication during a procedure. The user retrieved the required medication propofol from the device by partially opening the pocket's lid and squeezing the vial out. The customer stated that there was no impact to patient care but were concerned because it was an emergent medication used in sedation and any delay is not ideal. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that full height drawer 6 would not open fully, preventing pockets from row e from fully opening. The back panel was removed and the rail screws on the back were adjusted, all cables were verified for a secure connection and the pull length of the drawer was adjusted to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system mini drawer pockets did not release when a user attempted to remove medication during a procedure. The user retrieved the required medication propofol from the device by partially opening the pocket's lid and squeezing the vial out. The customer stated that there was no impact to patient care but were concerned because it was an emergent medication used in sedation and any delay is not ideal. There were no adverse events or injuries reported based on this event.